Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of (B)(6) 2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of (B)(6) 2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 150750 (15.075 u) and dailytotalofbolusinsulindelivered = 100000 (10 u) which is equal to the dailytotalofallinsulindelivered = 250750 (25.075 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of (B)(6) 2025. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.01 mv). The pump was received with a depleted energizer max alkaline battery installed. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 1200 mg/dl at the time of the event and a current blood glucose value of 380 mg/dl. The customer was rushed to the hospital and the hyperglycemia was treated with manual injection and intravenous insulin infusion. The event involved products unomedical, mmt-332, and mmt-1880. Troubleshooting was partially performed for the high blood glucose and later customer declined. It was unknown whether the customer was using the pump within 48 hours before the event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the infusion set and reservoir. No product return is required for unomedical and mmt-332. The customer will discontinue the use of the insulin pump and revert to the backup plan as per health care professional instructions. Mmt-1880 was requested and the customer response was the device will be returned.